Event description:
The physician was performing a sphincterotomy and a stone removal with a soft wire basket. The attempts to remove the stone were unsuccessful. A lithotripsy device was attached to the basket without the basket wire sheath in place. While cranking the lithotriptor the basket caught on the lithotriptor cable's distal tip. The basket was freed from the cable and the cable was removed without crushing the stone. The pt was transfered to another hosp for further treatment. The basket and the stone were removed and the pt is in stable condition.